Manufacturer narrative:
The device was not returned for investigation. However, the provided video confirmed the report. It shows leakage where the inflation lumen connects to the white stopcock joint. Investigation into previous issues with a similar report has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through (B)(6) to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that the pruitt f3 carotid shunt balloon did not inflate due to leakage at stopcock joint. Issue was found during a pre-use check. It was not used on the patient. No injury was reported to the patient.